Event description:
It was reported that the user experienced declining blood glucose readings after a supply change, with glucose around 125 mg/dl initially and then trending downward, while using the ilet during early adaptive learning. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.